Event description:
The customer alleged erroneous results for one patient tested for troponin t quantitative. The patient was tested on a cardiac reader meter and then sent to the hospital where they were tested on a cobas e602 analyzer. Both results were reported outside of the laboratory. The initial troponin t quantitative result from the meter was 142 ng/l at 10:38 a.m. The patient was sent to the hospital where the result from the cobas e602 analyzer with troponin t high sensitive assay was 212 ng/l at approximately 3:00 p.m. No patient treatment was reported. No adverse event was reported. The cardiac reader serial number was (B)(4). Neither the cardiac reader nor a similar device is sold in the unites states. Retention samples of the same lot that customer used were tested. The results of all measurements on the cardiac reader used at the investigation site fulfilled all requirements. The results from the measurements on the cardiac reader sent in from the customer showed irregularities. During further investigation of the cardiac reader sent in from the customer, a visual inspection of the optical equipment identified test strip abrasion which could cause erroneous results.

Manufacturer narrative:
This event occurred in (B)(6).